Manufacturer narrative:
(B)(4). Batch # t5c509 investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The test cartridge reload was placed and removed with no issues noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information: can you please provide more event details? Did the spring remain attached to the stapler? Or, did the spring detach from the stapler? If the spring did detach from the stapler was it retrieved? Was there any patient consequence? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy procedure, the physician claims that after three successful firings, the 4th reload couldn't be inserted because at the proximal part of the jaws, there was an accessory (spring) of the material that blocked the placement of the reload. It is unknown how the procedure was completed and patient consequence was not reported.